Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1098 - triclip japan pas, patient site: (B)(6). It was reported on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. One clip was successfully implanted. To further reduce tr, an additional clip was placed on the anterior and septal leaflets. However, regurgitation was observed and the clip was removed. Tissue damage was observed. The physician decided to discontinue the procedure. Tr remained at a grade of 3. There were no clinically significant delay in the procedure.